Event description:
It was reported that the patient was charging more than expected. Impedance check noted a short on electrodes four and six. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.